Event description:
(B)(6) customer received a blood glucose reading of 120mg/dl on the contour next link, re-tested on a different meter and the reading was 57mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer was advised to return the test strips for evaluation.

Manufacturer narrative:
Model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.